Event description:
Intra coronary stent placed in pt right coronary artery x 2 post inflation with asuka 3.0 balloon still unsatisfactory results. Slalom 3.0 balloon advanced #11423 lot # 6040912 into stent, unable to withdraw balloon from stent after 1 hour of trying. Pt sent to surgery for coronary artery bypass.